Event description:
In 2006 the lay user/pt contacted lifescan (lfs) alleging the one touch basic meter would not power on. The medical affairs specialist (mas) contacted the pt to obtain and verify info; however was unable to reach the pt by telephone. The pt reported that on an unspecified date she attempted to test her blood level but the reported meter would not power on. At the time of the incident the pt was experiencing hyperglycemic symptoms of 'not feeling well' and extreme thirst. The pt stated she rested, and then went to the medical clinic and her blood glucose level was tested to be 220 mg/dl. The pt received intravenous treatment, and was given an oral medication, name and dosage unknown. The customer care advocate determined during the troubleshooting telephone call that the pt had replaced the meter's battery less than one year ago. The meter, test strips and control solution were replaced.